Manufacturer narrative:
(B)(4). Customer has indicated that the product remained implanted and not returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder labral stabilization surgery, the surgeon implanted two jugger knotless sutures. When he went to cut the strands of the maxbraid, the strands broke off. The implants were still functioning as intended, so they were left implanted.